Event description:
The customer reported that one of the displays screens on the central nurse's station (cns) was blue. They rebooted the unit but the issue persisted. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the displays screens on the central nurse's station (cns) was blue. They rebooted the unit, but the issue persisted. No patient harm was reported. Investigation summary: there were three displays and two cns towers. It was determined that the blue display belonged to a cns tower that had only one display. The blue display indicates a bootup problem. Further information was not provided. The service history for this serial number shows the customer continued to use the device with no display issue. On 3/14/2023, the customer requested new hard drives under ticket 167669. There is insufficient information to determine the cause of the blue screen. The cns was installed on 04/29/2017. It is presumed that the hard drive needed replacement. Boot up failures, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive having reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: power outages. Generator tests. Uninterruptable power supply (failure). ·power outlet failure. Maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of the device needing maintenance and/or service.

Event description:
The customer reported that one of their central nurse's station (cns) display is blue. They rebooted the unit but the issue persisted. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.